Manufacturer narrative:
(B)(4). Results/conclusion: root cause of the event cannot be confirmed based on limited info available.

Event description:
An admiral xtreme pta balloon catheter was used in a pt to treat a lesion described as highly calcified with in a stent with restenosis. It was reported that the balloon was inflated to 14 atms and withdrawn with no issue; however, after use, the physician reported that he noted that the balloon had a small pinhole. The pt is reported to be fine and no other clinical sequelae were reported.